Event description:
It was reported that this device was explanted due to premature depletion. No adverse patient effects were reported. The device will be returned for analysis.

Event description:
It was reported that this device was explanted due to premature depletion. No adverse patient effects were reported. Additional review of this case revealed that this is a duplicate report, refer to report (B)(4) for any further information.